Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with non-allergan devices. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.